Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. It was also reported that a cartridge change error occurred. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose value.